Event description:
It has been reported to co that the aspiration catheter would not pass through the stent during the procedure. The occlusion balloon wire was inserted into the pt and inflated and product was working fine. The physician stented the area and inserted the aspiration catheter and it would not pass through the stent. The area was at a bend and the catheter got stuck on the stent and would not pass. The physician removed the catheter and case was completed without device in place.